Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses in specific locations on the button to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped inside a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the original complaint of the up arrow and down arrow buttons intermittently unresponsiveness was not confirmed or duplicated. All of the keypad buttons were found to respond appropriately; none of the buttons were found to be sticking. There was evidence of contamination found under all of the button contacts.